Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 4470 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.